Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Field service engineering (fse) visited the customer to address the reported event. During servicing, fse found both wash probe 1 and 2 clogged and replaced them with new probes. Fse then ran the daily check and biorad quality controls for free triiodothyronine (ft3) and free thyroxine (ft4) with acceptable results. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 09-sept-2017 through aware date of 09-oct-2018. There were three (3) similar complaints, including this complaint, found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: bf probe 1 suction failure cause: the overflow sensor 1 s132 detected liquid after a washer suction operation. A wu flag will be attached to the measurement result. Action: clean the wash probe 1. Check s132, the waste liquid solenoid valve sv170, the waste liquid tube, and the liquid pump lp172. Bf probe 2 suction failure cause: the overflow sensor 2 s133 detected liquid after a washer suction operation. A wu flag will be attached to the measurement result. Action: clean the wash probe 2. Check s133, the waste liquid solenoid valve sv171, the waste liquid tube, and the liquid pump lp173. The most probable cause of the reported event has not yet been determined. The investigation is in progress.

Event description:
A customer reported bf probe suction errors 2235 and 2236 with the aia-900 instrument. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: the wash probes 1 and 2 were returned for evaluation. Visual inspection was performed on both probes finding rust between the discharge and suction flow tubes. This would indicate a breakdown of the teflon seal. The reported problem was duplicated. The parts failed testing. Evaluation codes: method: 4190-historical data analysis; 10-testing of actual/suspected device; results: 135-degradation problem identified; conclusion: 4307-cause traced to component failure. The most probable cause of the reported event was due to bad wash probes 1 and 2.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Additional information: concomitant medical products.